Event description:
It was reported that it was questioned if the catheter was truly intrathecal. A dye study was planned for (B)(6) 2014. The location of the issue was the catheter tip. The surgeon accessed the intrathecal space and tried to place the catheter. It kept ¿heading caudally.¿ the needle and catheter were removed and re-accessed the space. There was some fluid coming out of the needle at this point but not as much as with the first access. The catheter was placed and advanced cephalad very nicely. After the anchor was deployed, there was very minimal evidence of fluid. Aspirating the catheter also gave very little fluid. Dye was injected and seen on fluoroscopy but it was not dispersing quickly. It was felt like what was seen on fluoroscopy was consistent with what would be expected given the patient ¿basically had two lumbar punctures¿ and didn¿t seem to have much cerebrospinal fluid (csf). The placement was questioned. The pump contained preservative free normal saline at the time of the event. No diagnostic testing or troubleshooting had been done but was planned to be performed in the future. The patient status at the time of the report was ¿alive- no injury. It was later reported the dye study showed the catheter was intrathecal. No revision or replacement was necessary. The pump was going to be filled with drug by the managing physician on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).